Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during a procedure the images were of poor quality and it was difficult to see the region of interest. The system was cold restarted to restore the image quality. During the system restart, the radial artery of the patient was dissected. The dissection was treated with the use of a pressure cuff at the site of the split. After restart of the system, the procedure was continued via the femoral artery. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A problem was identified with the x-ray pc of the system. The x-ray pc was replaced and thereafter the issue did not recur. Whenever the performance of the x-ray pc is compromised, (e.g. Delay in image processing) the image quality is reduced to ensure that x-ray is available. Philips has opened an investigation as a follow up for the noted complaint. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.